Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 16 mmol/l to 31 mmol/l. The customer reported that she treated high blood glucose levels with manual injections. Troubleshooting was not completed during the call. Product is not expected to return for analysis.